Manufacturer narrative:
N/a.

Event description:
During fixation of l4 and l5 vertabrea the tip of the bone tap 4.5mm pn cbzb005-45 ln 0001217c1 broke while tapping l5. A snapping sound was heard and fragments of the tip of the bone tap became lodged inside the bone and could not be removed. L5 was skipped and instead s1 was used in its place.